Event description:
It was reported by service report that the cot had bent caster horn assemblies. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: caster horns.